Manufacturer narrative:
Reported event: no electric current. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the device found no anomalies. A functional check was performed and the device passed the electrical resistance test. The complaint of failure to deliver current was not confirmed; the device was within all specifications. The device showed neither evidence of the alleged issue, nor any defect which could have contributed to the event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captivator small oval snare was used in the colon during a polypectomy procedure. According to the complainant, during the procedure, when the snare was connected, there was no electric current produced. The procedure was completed with another captivator small oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿good.¿

Event description:
It was reported to boston scientific corporation that a captivator small oval snare was used in the colon during a polypectomy procedure. According to the complainant, during the procedure, when the snare was connected, there was no electric current produced. The procedure was completed with another captivator small oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿good.¿